Event description:
It was reported that the patient's family found blood under the patient's bed. Upon assessment, it was found that the tubing set had separated and the patient's blood was leaking onto the floor from the patient's central venous catheter. The patient's hemoglobin that morning prior to the incident was (7.8). The hemoglobin level was rechecked after the incident to find the patient's hemoglobin had dropped to (7.0). It was also noted that there was bloody fluid coming from the patient's nasogastric tube with 200ml noted in the drainage canister. The customer later stated that the patient required additional lab work due to the event, however, the patient did not demonstrate any vital sign changes and there were no changes in the lab values.

Manufacturer narrative:
The customer¿s report of tubing set separated leaked was confirmed. Visual inspection of the set noted that the vinyl tubing was completely separated from the adapter tubing outlet port below the lower fitment. The tubing portion that separated from the tubing adapter was not returned for evaluation. No issues were observed on the associated set during visual inspection. Examination under magnification noted that both sides of the tubing adapter body had insufficient solvent applied. Functional testing could not be performed (to address customer report of backflow) as only a partial set was returned. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the tubing to tubing adapter due to equipment and/or operator error.

Manufacturer narrative:
The products have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Additional patient information: diagnosis: sepsis.

Event description:
It was reported that the patient's family found blood under the patient's bed. Upon assessment, it was found that the tubing set had separated and the patient's blood was leaking onto the floor from the patient's central venous catheter. The patient's hemoglobin that morning prior to the incident was 7.8. The hemoglobin level was rechecked after the incident to find the patient's hemoglobin had dropped to 7.0. It was also noted that there was bloody fluid coming from the patient's nasogastric tube with 200ml noted in the drainage canister. The customer later stated that the patient required additional lab work due to the event, however, the patient did not demonstrate any vital sign changes and there were no changes in the lab values.